Manufacturer narrative:
Narrative field: new, updated, and corrected information is referenced within the update statements in describe event or problem. Please refer to update statement(s) dated (B)(6) 2021 in the describe event or problem field. No further follow-up is planned. Evaluation summary a male patient reported that in 2016 the foot of the injection screw of his humapen (unknown device type) was cracked in two. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. The patient reported that the device had been used for around ten years. The humapen user manuals indicate the timeframe for which a device model has been designed to be used. Ten years exceeds the timeframe for any humapen model. There is evidence of improper use. The patient used the device beyond the recommended use period. It is unknown if this misuse is relevant to the event of increased blood glucose.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaints, concerns a male patient of unknown age and origin. Medical history and concomitant medications were not reported. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) injections (humalog mix25) from a cartridge via a reusable device (humapen, unknown); subcutaneously, for the treatment of diabetes mellitus, beginning in 2005 or 2006. Dosage regimen was unknown. On an unspecified date in 2016, he experienced high blood glucose (values, units and reference ranges were not reported), and was hospitalized. It was unknown if he received corrective treatments. The humapen he was using cracked (lot unknown; (B)(4)), and he received a replacement humapen ergo ii. Also, during insulin lispro protamine suspension 75%/ insulin lispro 25%, he experienced waist pain. In addition, as he had been using insulin lispro protamine suspension 75%/ insulin lispro 25% for a long time, he developed drug resistance. Information regarding corrective treatments and outcome of the events was not reported. Insulin lispro protamine suspension 75%/ insulin lispro 25% therapy was continued. The operator of the humapen was the patient and his training status was not specified. At the time of occurrence of the serious event, humapen unknown had been in use for around approximately 16 years. The suspect humapen was discarded, and was not returned to the manufacturer. The reporting consumer did not know if the events were related to insulin lispro protamine suspension 75%/ insulin lispro 25% and did not provide causality assessment between the events and humapen. Edit 09-nov-2021: upon affiliate review of information received on 01-nov-2021, outcome of the event of high blood glucose was updated from recovered to unknown. Updated narrative accordingly. Edit 22-nov-2021: upon review of initial information, the suspect device was recoded as humapen unknown. No further changes were performed. Update 24nov2021: additional information received on 23nov2021 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and (B)(4) (EU/(B)(4)) device information device return status to not returned to manufacturer for (B)(4) associated with an unknown lot of a humapen unknown device. Upon internal review, updated device age of 10 years to 16 years. Corresponding fields and narrative updated accordingly.